Event description:
It was reported that the device experienced system failure during a force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. A non-original equipment manufacturer battery was found in the pump. Review of the event history log showed an occurrence of a "force sensor bridge test." The reported issue was found during functional testing when the device was powered up. The force sensor was unable to be calibrated. The investigation determined that an electrical short that affected the plunger board, force sensor, plunger cable and main board was the cause of the reported issue. The main board, force sensor, plunger cable and plunger board were replaced. Per review of the device history record, the pump was previously returned for "force sensor bridge test" and the plunger cable and force sensor were replaced to fix the issue. However, the device was subsequently returned where the "force sensor bridge test" was found to be related to an electrical short.